Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 130 mg/dl. The current sensor glucose value is 62. The sensor glucose and blood glucose is not within acceptable range. After the troubleshooting was done, customer was advised that the sensor may be responding to change in glucose and will monitor.